Event description:
Customer reported that blood glucose (bg) level fluctuated between 45 mg/dl and 250 mg/dl due to basal rate set by health care provider (hcp). Customer stated that he needed someone to tell him what the basal rate should be. Tandem customer technical support referred customer to hcp. Customer understood and was satisfied. The customer's bg level at the time of report was 174 mg/dl.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.